Manufacturer narrative:
Product event summary: data files were returned and analyzed. An image of affera maps show radiofrequency ablation to the septum and apex to left ventricle. Ventricular fibrillation was seen in the sweep graph. In conclusion, the reported clinical issues cannot be assessed through data analysis. The sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, ventricular fibrillation was induced during radiofrequency application in the left ventricle, close to the septum and near the lead of another manufacturer's implantable cardioverter defibrillator. The procedure was completed with affera. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based also on journal literature - case study. Medtronic was also made aware of this event through a search of l iterature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The baseline gender/age characteristics is male/55 years old. The model is afr-00001 with an unknown lot number. The device was discarded by the customer. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: unexpected ventricular fibrillation during left ventricular lattice-tip radiofrequency ablation in a patient with an ICD. Heart rhythm. 2026. Doi: 10.1016/j.hrthm.2025.11.046 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event description - updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was being treated for ventricular tachycardia, and that the patient was in sinus rhythm upon arrival. Ablation lesions were created in the cavotricuspid isthmus (cti), mitral isthmus (mi), right posterior inferior (rpi), left posterior inferior (lpi), and roof of the atrium. The patient¿s ventricular fibrillation was treated with external shock, and the patient was converted to sinus rhythm. It was noted that the patient's ICD therapy was off prior to starting ablation.